Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that a couple of days ago they noticed having "real strong sensations" they thought to be from the ins. The patient said they were strong enough to cause their foot to spasm. Today, they connected to ins to adjust therapy and got amessage that said "all data was lost". The agent suggested that the patient connect to therapy again while on the phone. The patient did this and, again, got a message that said "the data has been lost" with a prompt to contact the managing healthcare provider (hcp). The agent reviewed the meaning of the message and suggested patient follow up with their managing hcp.